Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 9.0 x 60, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at below the rated burst pressure, the balloon ruptured. The procedure was complete with a non-bsc device. There were no patient complications nor injuries were reported.